Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. The reported issue was verified. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device had powered off intermittently during patient use. As a result, defibrillation energy would be available, if needed. The patient associated with the reported event did not survive. The customer informed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Section d4, gtin of the initial medwatch report indicates (B)(4). Section d4, gtin of the initial medwatch report should indicate (B)(4). A customer quality engineer reviewed the electronic records and it was observed that the battery used in battery well 1 during the reported event was low and was manufactured in 8/2021, approaching it's expected service life as outlined in the device operating instructions. The other battery was fully charged and manufactured in 12/2022, making it less than a year old. In the key log, battery 1 was eventually replaced, and no more unexpected shutdowns occurred. Battery 1 was the likely cause of the issue, however, as the batteries were not returned for evaluation, a conclusive root cause could not be determined.

Event description:
A customer contacted stryker to report that their device had powered off intermittently during patient use. As a result, defibrillation energy would be available, if needed. The patient associated with the reported event did not survive. The customer informed that the device use did not contribute to the patient outcome.